Event description:
Only half of the tampon came out while the other half remained inside and could not be removed- vagina [foreign body in reproductive tract] only half of the tampon came out (while the other half remained inside) [device breakage] upon removal, only half the tampon came out while the other half remained inside. Could not be removed [complication of device removal]. Case narrative: consumer reported via e-mail that only half of the tampon came out during removal. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Only half of the tampon came out while the other half remained inside and could not be removed- vagina [foreign body in reproductive tract]. Only half of the tampon came out (while the other half remained inside) [device breakage]. Upon removal, only half the tampon came out while the other half remained inside. Could not be removed [complication of device removal]. Case narrative: consumer reported via e-mail that only half of the tampon came out during removal. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.